Event description:
The pt was hospitalized for an angioplasty on 7/10. The procedure was done and a 3.0 stent was deployed. During the procedure some calcified plaque must have been dislodged resulting in the closure of a moderate sized ramus intermedius artery and high grade (90%) obstruction of the proximal circumflex. The physician who performed the procedure confirmed the fact that there was no device failure or involvement of any FDA regulated product in the complications that resulted from the angioplasty. As a result of the complications from the angioplasty, the pt underwent double bypass surgery. Although the surgery was termed a success and the pt initially responded better than expected, she continually experienced problems after the surgery that resulted in her death. The pt was a 56 yr old female, approx 5 ft 6in., weighing approx. 236 lbs. She was a heavy smoker with estimates ranging to more than 4 packs per day. The pt was apparently under a lot of emotional stress because of a number of recent happenings in her life.